Event description:
The patient reported redness, soreness, and erosion at the coil site. The patient met with their implanting clinician who determined the redness was typical procedural soreness and swelling and erosion was not confirmed. The patient is doing well and reported 100% pain relief.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not performing an x-ray immediately after the procedure to confirm device placement, and inadequate fixation have been ruled out as potential causes. Additionally, the patient having contraindicating conditions, severe force applied to the implant, and excessive twisting, bending or stretching have been ruled out. However, it was determined the redness was typical procedural soreness and swelling and erosion was not confirmed. The stimulator is used to treat pain. The cause of the reported issue is no problem found as erosion was not confirmed and the redness was typical procedural soreness and swelling (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.